Event description:
When the catheter was inserted into the pulmonary vein the waveforms showed a lot of interference. The catheter was unplugged and plugged back in, repositioned, but nothing improved. Another catheter from the same lot number was used.======================manufacturer response for bi directional variable radius catheter, reflexion spiral (per site reporter).======================unknown.